Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-26. H.6. Investigation summary: six 1ml syringes in blister packs from batch: 8001745 (p/n: 309628) were received and evaluated. Five packages were fully sealed, and one was opened. All the syringes appeared to be properly assembled with all components present. No defect was observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml ll w/o dn had a molding defect, short shots on the barrel. The following information was provided by the initial reporter: "recently we have noticed that the "stamp stop" (resistance that prevents the syringe stamp from being pulled out) is missing."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll w/o dn had a molding defect, short shots on the barrel. The following information was provided by the initial reporter: "recently we have noticed that the "stamp stop" (= resistance that prevents the syringe stamp from being pulled out) is missing."